Event description:
It was reported that patient underwent a left total hip arthroplasty in 1998. Subsequently, patient was revised on (B)(6) 2015 due to pain. The modular head, acetabular cup and liner were removed and replaced with a biomet head and a competitor cup and liner.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date and part/lot number - unknown. Date implanted - 1998. PMA/510(k) number. Manufacture date ¿ unknown.